Manufacturer narrative:
(B)(4. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was experiencing a low blood glucose level of 59 mg/dl in the morning. Customer's blood glucose level at one point dropped to 37 mg/dl and treated with food. It was mentioned that the low reading was due to setting change made by the doctor. Customer declined troubleshooting for the low blood glucose. The insulin pump was not replaced or returned for analysis.